Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot #:15546397m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Bwi concomitant products used: product name: carto® 3 system; us catalog #: unknown; serial #: unknown. Product name: stockert 70 rf generator; us catalog #: unknown; serial #: unknown. Product name: coolflow® irrigation pump; us catalog #: unknown; serial #: unknown. (B)(4).

Event description:
During (B)(4) study (B)(4), sponsored by bwi, it was reported that a patient, underwent a procedure with an ez steer¿ thermocool® nav bi-directional catheter and suffered cerebrovascular accident. There is no further information about the hospitalization and if any additional intervention was performed. The patient¿s medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion is that event is neither related to catheter nor the procedure. Bwi is taking a conservative approach to report the present adverse event. Based on the facts of the case and the physician¿s assessment, there were no reported malfunction with any of the catheters and systems used during the case. Thus, this event is unrelated to the device or the procedure and most likely related to the patient pre-existing condition.